Manufacturer narrative:
The device involved in the event will not be returned for evaluation as the broken distal segment remains in the patient and the pushwire was kept by the site. (B)(4).

Event description:
On (B)(6) 2014, the patient underwent onyx embolization treatment. The patient¿s anatomy is normal in tortuosity. During the procedure, it was reported mirage guidewire was no longer responding to maneuvers and it was noticed to be broken at approximately 7mm from the distal tip in a vessel that was not being treated (branch of aca). The broken guidewire tip was left in the patient as it was felt that the patient would be more at risk if an attempt was made to retrieve the device. A CT (computed tomography) scan demonstrated no flow limitations through the artery. The patient was given aspirin and plavix post procedure. The patient was reported to be doing well.